Event description:
It was reported that the fiber cap broke off at 55044 joules into the case during prostate vaporization. The cap broke off inside the pt and was retrieved with graspers. There were no error codes. There was no pt or end user injury. The case was completed with another fiber.

Manufacturer narrative:
(B)(4) - break.